Manufacturer narrative:
To date, the removed portion of this rv lead has not been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) pace/sense portion was ultimately surgically abandoned as a result of a decrease in pace impedance as well as oversensing that had occurred. It was not known at the time of this initial report whether the oversensing had caused or contributed to any adverse patient symptom such as asystole greater than 2 seconds or not. The patient had indicated that the source of the lead issue could not be found and that he had been getting shocked in his shoulder. The associated medical device was removed from service electively without allegation.